Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h352 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h352 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. The customer returned photographs and the kit for investigation. The provided photographs verify the centrifuge bowl broke as pieces of the centrifuge bowl are seen at the bottom of the centrifuge chamber. The centrifuge bowl base is still secured in the bowl holder with a large piece of the outer bowl still attached to it. Examination of the returned kit showed the outer centrifuge bowl has separated from the bowl base. The separation occurred around the circumference of the outer bowl. The outer bowl was missing the weld joint, indicating the centrifuge bowl break occurred in the material and not at the weld joint. During manufacturing there is a weld engagement inspection and leak test of the bowl assembly. A material trace of the bowl assembly and its components used to build lot h352 found no related non-conformances. A device history record review did not result in any related non-conformances. This lot passed all lot release testing. The root cause of the centrifuge bowl break was most likely due to a separation of the outer bowl and bowl base; however, the cause of the separation could not be determined based on the available information. No further action is required at this time. This investigation is now complete. Comp (B)(4). S.d.a. 01-oct-2020.

Event description:
The customer contacted mallinckrodt to report that they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer stated that approximately 200 mls of whole blood was processed at the time the break occurred. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The patient was reported to be in stable condition. The customer returned photographs and the kit for investigation.